Event description:
An attempt was made to deploy a 2.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent in to a patient. The target lesion, located in the mid cx, was described as severely calcified with 90% stenosis remaining after pre dilatation. Communication from the field reported that, as resistance was experienced, force was used to advance the device across the lesion then the stent dislodged in the lad. The dislodged stent was removed from patient through the guide catheter. Upon removal from the guide catheter, it was noted that the stent was damaged. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (severe calcification, 90% stenosis), (force used during advancement of the device across the lesion), (failure to deliver the stent and stent deformation). Conclusion: (severe calcification, 90% stenosis), (force used during advancement of the device across the lesion). Evaluation summary: medtronic has received the relevant device and its analysis has been completed. The stent was positioned on the balloon as per specification. The struts on the 1st proximal stent segment were raised and stretched: a number of struts on the 2nd segment were raised and deformed. The remaining segments were intact.